Event description:
Rn went to draw peripheral blood via 18gauge butterfly needle, when opening pack, it appeared as if safety had already been engaged as needle was retracted but there was no safety cap in package.